Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The bg reading was 300 mg/dl and the cgm reading was 194 mg/dl. The patient went to their clinic with her daughter, as she was experiencing diabetic ketoacidosis and physical symptoms were unknown. The patient was at the clinic since 10:12 am est. Numerous calibrations have been done but this has not fixed the issue. The wearable was inserted (B)(6) 2025 at 9:00 am est and has been providing inaccurate readings since that time. The bg reading of the patient during the time of report was 621 mg/dl an the cgm reading was 194 mg/dl. The patient was treated with 77 units of fast acting insulin over the course of her visit, intravenous normal saline solution for five hours. At the time of the report the patient was stable with a blood glucose of 262 mg/dl. The patient was discharged on (B)(6) 2025 2:40 pm est the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.